Event description:
Boston scientific received information that this product was part of a system revision due to bacterial sepsis. Attempts were made to obtain additional information however was unsuccessful. No additional adverse patient effects were reported. The product was surgically abandoned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information reported that this product was explanted due to infection. No additional adverse patient effects were reported.